Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had pain at the implantable neurostimulator (ins) pocket site and thought it was from the implant. The caller stated the patient thought the implant had moved closer to the middle of their back and didn't know who to call. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.